Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (B)(4) alleging that their onetouch verio2 meter was displaying an error 4 message. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began 2-3 weeks prior to contacting lifescan. The patient manages their diabetes with self-adjusted insulin. The patient stated that they had to guess their insulin dose as they could not obtain a blood glucose reading on the meter. The patient denied developing any symptoms and did not report any other medical treatment. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner's booklet recommendation). Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient did not take inappropriate action in response to the alleged issue. The patient did not develop any symptoms. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.